Event description:
The customer reported that the when the ventilator alarmed, the facility remote alarm did not alarm. The customer reported the ventilator was not in use on a patient therefore there was no patient involvement or harm. Upon evaluation of the unit, the manufacturers service technician reported the remote alarm connector on the main pcb board was broken. The service technician replaced the main pcb board to correct the finding. Performance verification testing was completed and all tests passed per operating specifications.